Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The surgeon was performing an initial right si joint arthrodesis in (B)(6) 2018 using neuromonitoring when he encountered unexpected nerve irritation/stimulation during the installation of the first implant. Imaging showed that the implant was well positioned, but the surgeon decided to remove it intraoperatively and place a new implant in a more caudal position to ensure that there was no nerve impingement. While using a blunt dissector to prepare for installation of the new implant, the surgeon noticed motor movement of the patient's leg. At that point, the surgeon decided to abort the procedure with no implants being installed in the patient. The surgeon later reported that the obturator nerve was responsible for the nerve response. The obturator nerve is made up of the l2, l3 and l4 nerve roots, while the signals during surgery were from l5 and s1; therefore, it isn't clear what caused the nerve/motor response.